Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing poor performance and sound quality issues. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed a cut on the silastic overmold at the electrode lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a cut electrode wire at the electrode lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The residual gas analysis revealed nitrogen levels above the test limit. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. The device passed the tests performed. This is the final report.